Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out supplies and occlusion alarms continued. Customer's blood glucose (bg) was over 500 mg/dl leading to blurred vision. Manual insulin injections were used to correct. The customer called their health care provider, but was told to contact tandem technical support. A system check was performed and the occlusion was found to be within the cartridge. The customer reverted to manual injections for insulin therapy.